Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the hcp left a voicemail yesterday regarding a patient with a device that is malfunctioning. Hcp noted the patient had an interstim in 2013 that is malfunctioning. Hcp does not have a patient name at this point or any other information. Requested hcp contact ts once they get more information and we can help direct them. Tss called hcp back to ask for the physician and they have found the rep's number and has what they needs. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.